Event description:
Stabbed - face - cheek [skin injury]. Scratched - face- skin [scratch]. The head wouldn't stay on - oral-b [device breakage]. Case narrative: consumer via phone reported that her 7-year-old daughter was scratched on her face and was stabbed in the cheek because the oral-b toothbrush head would not stay on the oral-b toothbrush handle, type 4729. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.